Event description:
In 2/2006, bio-rad laboratories technical support received a phone call from a customer. Customer called stating that one of the technicians was running the genetic system hiv-1/hiv-2 plus o eia assay when they encountered a plate washer interruption that warranted removal of the microwell plate. The technician aborted the run and attempted to remove the plate, but did so without wearing gloves. The plate contained human serum and/or plasma, as well as, sample diluent and wash buffer (test kit components) in the wells which had overflowed due to the washer interruption. The technician reports that she was wearing her lab coat but no gloves. By not wearing gloves the technician may have been exposed to potentially infectious human serum and/or plasma. The genetic systems hiv-1/hiv-2 plus o eia package insert, section 5, page 6, #5 states "wear protective clothing and disposable gloves while handling the kit reagents and clinical specimens. Wash hands thoroughly after performing test".